Event description:
It was reported the video disappeared and noise occurred (black out). The issue was found at preparation for use for a diagnostic procedure. The device was replaced and the intended procedure was completed using similar device. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The subject device was returned for evaluation and the reported phenomenon was not reproduced, however , flooding and physical stress on the cables were observed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, 4.1 precautions (warning). ¿ if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. ¿ if the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure. Based on investigation findings, the reported phenomenon was not reproduced however, stress in cables causing flooding was observed. The identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue olympus will continue to monitor complaints about this device.